Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer in the USA that, a pt on home care, had difficulty filling the 6dct tracheostomy tube balloon with air, and the cuff failed to inflate. It was observed that the cuff material was stiff and flat. The device had been in use for a month and a half. The pt was taken to the hospital where the physician replaced the faulty unit. The model and lot numbers are unk. It was informed that it was a shiley cuffed size 6 with disposable inner cannula. There was no reported pt injury.